Event description:
It was reported (via FDA mw5145265 and mw5145266) that a patient underwent breast prosthesis implantation surgery with two unspecified mentor smooth gel implants. Post-operatively, the patient suffered right breast implant rupture and the following symptoms, dry eye, dry mouth, chronic fatigue, muscle pain, joint pain, weight gain, and rashes. The patient also developed hashimoto's. As a result, the patient underwent bilateral breast implant removal surgery on an unspecified date in 2023. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).